Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 378 mg/dl, also reported damage on the back of the pump and side of the reservoir compartment and also received insulin flow block alert. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the insulin pump will be returned for analysis.

Manufacturer narrative:
Auto mode/smartguard feature was not activated when going through the menus. Auto mode/smartguard feature was activated. Unit was closely monitored. Guardian link 3 communicated properly with pump. Bgs were set to alarm on high and smartguard functioning properly during testing. No anomalies noted. P-cap locked in place properly during testing. Unit passed displacement test, rewind, prime/seating test, basic occlusion test, force sensor test and occlusion test. No insulin flow block alarm noted during testing. Auto mode/smartguard feature was not activated when going through the menus. Auto mode/smartguard feature was activated. Unit was closely monitored. Guardian link 3 communicated properly with pump. Bgs were set to alarm on high and smartguard functioning properly during testing. No anomalies noted. Unit received with broken belt clip rails, cracked case corner of belt clip rails, cracked keypad at select button, cracked case (battery tube) and cracked battery tube threads. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case corner of belt clip rails, scratched case, cracked case (battery tube) and cracked battery tube threads were noted. Unable to confirm customer alleged concern of high bgs or no delivery alarms due to unit was tested successfully. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.